Manufacturer narrative:
(B)(4) will be processed as a npr. It was reported that the patient was experiencing power switching events. The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log files were available; however, do not cover the event date. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors between controller and battery. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing battery switching events. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.